Event description:
It was reported that the patient experienced a line block alarm due to a bent cannula in the infusion set that eventually led to leakage at the infusion site. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.